Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump and failed to properly cycle the cartridge. Tandem clinical support educated the customer that lyumjev insulin is off-label per the user guide and to properly cycle the cartridge before use. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.